Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the customer's sensor was alerting with a low blood glucose under 40 mg/dl, but the patient's actual fingerstick blood glucose was 165 mg/dl. Additionally, the patient's sensor glucose at the time of call was 123 mg/dl and her blood glucose was 177 mg/dl; the difference in readings is not within an acceptable range. Troubleshooting was initiated to investigate the discrepancies between the sensor glucose and blood glucose readings and educate the parents on the sensor. The mother was advised that sensors are normally used for patients at least 16 years of age--her daughter is (B)(6). It was confirmed that no bent cannulas occurred on previous sensors. The insertion technique was also reviewed and a new sensor was inserted into the patient; she stated that the site felt comfortable. There had been blood at the site on previous occasions, but not this time. No products were returned and a replacement sensor was shipped to the customer.